Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. Other -at this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator experienced "vent inop, motor fault, circuit fault, low pip, and low ve" alarms. There was no patient associated with the reported issue.